Event description:
It was reported that this pacemaker exhibited oversensing of noise that was suspected to be from a medical procedure and/or electromagnetic interference (emi). No adverse patient effects were reported. At this time, this device remains in service.